Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized. The day before she called to report a low blood glucose level and button error alarm. Her sister treated her low blood glucose level with honey and caused her blood glucose level to go up. The customer went to the emergency room on (B)(6) 2017. Customer's blood glucose level was over 500 mg/dl. She was given insulin through an IV and was released with syringes to use. The customer was off the insulin pump less than 48 hours. The device was not returned.